Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr device. The groin was punctured appropriately and a good dry closure was achieved. Following the procedure the pt lifted their head, coughed, moved onto the cart by self and was transferred to the outpt area. Following two hours of bedrest, the pt attempted to ambulate. At that time the pt felt a "pop" and experienced pain. A large hematoma formed at the site. The pt had a cat scan and was transferred to ICU. The hematoma eventually resolved on its own. The pt remained in the hosp for two add'l days. The pt recovered and was discharged without further incident.